Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, and prior/during lead placement, the pin was found to be bent. The lead was explanted and replaced. No patient complications have been reported as a result of this event.